Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the vascular damage gi bleed and its relation to impella were not determined since product was not returned and there is a lack of clinical details.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient was on impella 5.5 support due to needing a bridge. While on support, the patient experienced a gastrointestinal bleed (gib) on dual antiplatelet therapy. The patient was not a candidate for revascularization procedure. The decision was made to wean the impella and explant. Two units of packed red blood cells were provided and the pump was removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿